Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was unable to deflate the catheter balloon, so the patient was referred to a urologist. The urologist tried to deflate the balloon for 45 minutes, however was unsuccessful. Therefore, a cystoscopy was performed. The patient was post-caesarean section.

Event description:
It was reported that the nurse was unable to deflate the catheter balloon, so the patient was referred to a urologist. The urologist tried to deflate the balloon for 45 minutes, however was unsuccessful. Therefore, a cystoscopy was performed. The patient was post-caesarean section.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Received one catheter without the inflation funnel. A functional test could not be done on sample due to the poor condition of the sample. How and when problem occurred could not be determined. Dimensional evaluation: concentricity (full inflation volume) : n/a eye snip length : 3/32¿ eye snip width : 1/32¿ eye snip distance from distal cuff : 12/32¿ eye snip distance from proximal cuff : 9/32¿ rubberize thickness : 12 thou inflation lumen coverage : 10thou sac thickness (average) : 21 thou reinforcement : 156 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."